Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the date and time reset to factory default settings. It was unclear if this issue was occurring at random or if it was associated with battery changes. There was no additional information provided. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the event date could not be obtained due to continued use of the pump overwriting the pump¿s history. During evaluation, a five day time keeping accuracy test was performed, the pump was keeping time accurately. The pump was left without power for one hour and when the pump rebooted, the time and date had reset to factory default. The pump was opened and the internal battery was found to be leaking.